Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported in (B)(6) 2023, that this right ventricular (rv) lead exhibited an increase in shock impedance. There were no out-of-range values observed at the time. It was noted the increase was gradual in nature with no sudden peaks observed. The health care professional (hcp) was advised to closely monitor the development and consider r-wave synchronous shock to validate measurements. No adverse patient effects were reported. In july 2025, upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported, and this lead remains implanted and in service.